Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as it was unable to establish communication with external devices. As a result, surgical intervention was undertaken on (B)(6), wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.